Event description:
It was reported by the customer that when using the bd pyxis¿ es server, there have been multiple instances where most pyxis machines failed to download updates. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the issue occurred because the datasync service was stuck. A technical support specialist confirmed that the server was down and communication with the stations was halted, with multiple devices showing ¿download stopped¿ and the subscription cycle stuck. The specialist followed the steps outlined in the knowledge article "multiple devices with download stopped ¿ current subscription cycle stuck", restarted the datasync service, and verified that messages resumed and the server fully communicated with the stations. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, there have been multiple instances where most pyxis machines failed to download updates. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.